Event description:
It was reported a gas/air leak occurred on the shaft of the device. Three iceforce 2.1 cx 90 degree needles were chosen for a cryoablation procedure to treat a patient. During preparation prior to the procedure, an audible noise was heard from one of the iceforce 2.1 cx 90 degree needles. During the 2-minute testing period, bubbles were observed along the shaft of one of the iceforce 2.1 cx 90 degree needles. The one iceforce 2.1 cx 90 degree needle that experienced this device issue was discarded and not used inside of the patient. An alternate device of the same model was used to complete the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
H11: device evaluation by manufacturer: the device was visually examined to reveal no initial abnormalities. Functional testing of the complaint device found no issues during the underwater pretest. There were no gas leaks found on any part of the returned device.

Event description:
It was reported a gas/air leak occurred on the shaft of the device. Three iceforce 2.1 cx 90 degree needles were chosen for a cryoablation procedure to treat a patient. During preparation prior to the procedure, an audible noise was heard from one of the iceforce 2.1 cx 90 degree needles. During the 2-minute testing period, bubbles were observed along the shaft of one of the iceforce 2.1 cx 90 degree needles. The one iceforce 2.1 cx 90 degree needle that experienced this device issue was discarded and not used inside of the patient. An alternate device of the same model was used to complete the procedure. There were no patient complications as a result of this event.